Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. After functional rite testing, the device was revealed to be non-conforming. The cycler remote toolbox (crt) was used to diagnose the device pneumatic system. Crt revealed the pump is weak and slow to build up pressure. A test article was installed to replace the original pump. Crt was use again and revealed the device pneumatic system functioned properly. Device then successfully completed a short simulated therapy. The cause of the failure was determined to be a weak pump. Should additional relevant information become available, a supplemental report will be submitted.